Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: the pump data from the time of the event was unavailable due to continued use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels as high as 30.9 mmol/l with increased thirst, urination, and moderate ketones. The pump was reviewed with the reporter and found that the pump settings were correct, there were no alarms related to the event, no cancelled boluses in the history, the total daily dose added up correctly, the prime history appeared appropriate, and there were no pump suspends related to the event. The reporter was walked through delivering a test bolus and the reporter confirmed that insulin was seen coming from the end of the tubing. The reporter indicated that during the event, a bolus was given via an ezcarb bolus and the blood glucose was not added into the bolus to correct for elevated blood glucose levels. The reporter was advised that the pump appeared to be working appropriately. The reporter was advised to discuss the blood glucose issues with a health care provider. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.